Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's mother states daughter's blood glucose has not come down after all accessories and insulin were changed. She does not trust the pump to deliver insulin correctly. Customer has not needed medical assistance due to high blood glucose, mother has been able to administer boluses, and treatment has been provided by mother due to customer's young age and not due to her diabetic states. Mother reports that patient's blood glucose readings were still higher than patients target range this morning and mother has spoken to district nurse who believes the pump is not delivering insulin properly. No adverse event alleged. A request was made for the return of the device.